Event description:
The following was reported to hamilton medical ag: countinous te 244021 (battery power line defect) even with the battery charging and battery indicator light being iluminated no patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).